Event description:
Philips received a complaint on the avalon us transducer (USA) indicating that the transducer is inaccurate and intermittently inoperative. The device was in clinical use at time of event, there was no report of patient or user harm.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The following functional tests were performed: the customer received trouble shooting assistance from a remote support engineer (rse) and it was confirmed that the device is not communicating as desired. Transducer (when working) is inaccurate and intermittently does not communicate. Customer requested a quote for replacement. The customer received a quote for a replacement. Customer is taking responsibility for ordering and repairing the device. Based on the information available, the cause of the reported problem was not communicating. The reported problem was confirmed. The customer was provided with information on part. The customer is taking responsibility to repair the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.